Event description:
The customer reported that an x2 monitor attached to mounting hardware fell onto a patient causing a laceration to the forehead.

Manufacturer narrative:
The customer reported to the response center an incident that involved an intellivue x2 measurement server. According to the customer's description in the service call as well as the report to the competent authority, the x2 was used to monitor a male patient following surgery. The x2 was mounted/hung/attached to a fixed infusion stand on the operating table, via the extendable hanger on bottom case of x2. Upon transferring the patient from the operating table to the regular patient bed, the extendable hanger on the x2 broke and resulted in the x2 falling to the floor. In the process of falling, the x2 hit the patient's forehead. The patient suffered a small laceration to the forehead and an according swelling. No lasting issues to the patient are known. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.